Event description:
It was reported that the implantable pulse generator (ipg) site was painful, uncomfortable to touch and had burning sensation. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was replaced and kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) site was painful, uncomfortable to touch and had burning sensation. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts.